Event description:
Patient was lifting herself up from shower chair and legs spread out from under the user, causing her to fall and she went to the emergency room.. Dealer is going to replace the seat.